Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise, low pacing impedance, extra cardiac stimulation, high capture thresholds due to insulation damage on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.

Event description:
New information notes that the right ventricular (rv) lead elected to explant and replace the rv lead. The patient was recovering after the procedure.

Manufacturer narrative:
Correction: correction to b1, b2, b5 d6b, h2 and h6 for serious injury and explant date.